Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. Caller indicated incident happened "sometime last week". All pertinent information available to abbott diabetes care has been submitted.

Event description:
The mother of customer reported the freestyle libre 2 sensor detached prematurely while customer was sleeping. The mother noticed sensor had detached and that customer was excessively sweating, and treated customer with orange juice. There was no report of death or permanent injury associated with this event.